Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose (bg) level was below 54 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer for additional information regarding low bg, but no response was received.